Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
A catheter issue was reported. During a new implant, there was a bend in the stylet, causing a bend in the catheter. The tip of the catheter remained bent in the patient, which was observed on the x-ray. No actions or diagnostic testing were required and the catheter remains implanted. There were no patient symptoms and the patient status at the time of the report was alive no injury. The pump was being used to deliver lioresal. It was further reported that the issue was with the catheter, not the patient; it was bent coming out of the package. The patient seemed to be doing well by report.